Manufacturer narrative:
(B)(4) baxter (B)(4) completed the investigation. Sample evaluation was performed. Visual and stereomicroscope inspections of the sample confirmed the presence of the particulate matter. However, both particles were found between the primary and secondary pouch. The samples were forwarded to baxter (B)(4) for analysis; both samples revealed the presence of a single dark blue fiber. The particulate matter found in sample 1 was identified as cotton. The particulate matter found in sample 2 was identified as nylon. It is noted that both particulates were not in contact with the vascular probe. Batch review was performed and baxter (B)(4) indicated that tier ii and tier iii batch records were reviewed; all specifications and requirements were met prior to release of the product. Per baxter (B)(4), this product is inspected for foreign matter at three (3) points during the manufacturing process. No manufacturing issue was found as the origin of this complaint. The source of the foreign matter cannot be determined. CAPA-(B)(4) was closed and found to be effective for this issue. Baxter (B)(4) continues to monitor this complaint issue. No trend was identified. This complaint will be kept on record for trending purposes.

Event description:
It was reported by a distributor from japan that particulate matter was found in the inner pouch during their receiving inspection. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.